Event description:
It was reported by resmed (B)(6) that during incoming inspection, the astral device failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR # 3004604967-2014-00069.